Event description:
It was reported that infusion set had a line blocked alarm which was unable to be resolved with the current supplies, and changed the full infusion set to resolve the issue. There was no patient injury. The event occurred on two dates, and this report captures the first of the two incidents.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.